Event description:
A doctor alleged that approximately ten (10) patients experienced either marginal breakdown or a loss of their artiste nano composite restorations. This is the ninth of ten (10) reports.

Manufacturer narrative:
The patient experienced the loss of a restoration; however, the doctor could not recall patient or incident details. The doctor repeated the procedure and replaced the restoration; to date, the patient is doing fine. The shades involved in the alleged incident include a1, a2, a3, a3.5, c3, d2, d3, and a opaque; however, the doctor could not recall which shade was used on the patient. The returned product was evaluated, yielding results within specifications; however, the lot numbers were not provided and could not be identified on the returned product as it was not received in its original packaging.